Event description:
The customer alleged while the ventilator was on a pt the audible alarm failed to activate under any condition. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and he was unable to duplicate the malfunction. He replaced the audible alarm assembly as a precautionary measure. The unit passed extended self testing. It is not verified that the alarm failed to activate, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.